Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter battery died during warm up occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found on date (B)(6) 2019. No injury or medical intervention was reported.